Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An osseotite® tapered certain® implant 5 x 8.5mm (xifnt585) was received for investigation still attached to its abutment. Visual inspection of the as returned product identified minor signs of wear due to usage but no signs of significant damage or deformation. There was presence of dried blood around the implant threads. The abutment would not remove and prevented reliable measurement. Functional testing to recreate the reported event could not be performed due to the nature of the event. The reported device was located on tooth # 19 and was used for approximately 4 months. Pictures or x-ray images were not provided to evaluate of periimplantitis. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported peri-implantitis. The product was returned and the reported event could not be verified as x-rays or images were not provided to evaluate. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to report zimmer biomet complaint (B)(4). The following information is unknown at the time of this report: the reported device has been received for evaluation. Investigation has not been completed. Once investigation has been completed, a follow up medwatch will be submitted.

Event description:
It is reported that the implant at tooth location 36 was removed due to peri-implantitis.